Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the (B)(6) male was complaining of increased hip pain on (B)(6) 2017. Following primary thr on (B)(6) 2017. Ceramic liner found to be loose/fractured. Surgical team pulled shards of ceramic out of the patient. Replaced shell, liner and head.